Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -10.5/2.0/68 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2021. On (B)(6)2023, the lens was exchanged for a replacement lens with a different axis. Cause of the event is unknown. The problem was resolved.

Manufacturer narrative:
A4-a6:unk claim# (B)(4).

Manufacturer narrative:
H3: device evaluation: the lens returned with moisture within a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found lens to be within specifications. Claim# (B)(4).